Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the unspecified device issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified common femoral artery using the pre-close technique via a 5fr sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, and unknown issue occurred with five prostyle devices. The pre-close technique was abandoned and a surgical cutdown was performed to achieve hemostasis. The surgical cutdown was reported as a clinically significant delay and adverse patient effects occurred. No additional information was provided.